Event description:
During implant, the atrial lead dislodged. The atrial lead was removed and replaced with no patient consequences.

Manufacturer narrative:
As received, the helix of the lead was extended and clogged with dried blood/body fluids. X-ray examination did not identify any anomalies. After the helix housing was cleaned, the helix was able to be retracted and extended normally. Electrical testing resulted in normal lead characteristics. The full helix extension length measured within product specification.